Event description:
Healthcare professional reported through regulatory agency "capsular contracture baker grade IV, the breast is very hard, deformed, and painful to the touch". This record is for the left side. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.